Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient underwent an ablation procedure . The patient's device was normally programmed aair configuration. The patient had a junctional rhythm that was faster than 60 bpm post ablation. Therefore, the device was reprogrammed to ddd configuration overnight. At some point in the night, the patient went right into maximum sensor rate (msr) pacing at 150 ppm. It was noted that minute ventilation was programmed fairly aggressive and it was suspected that the clinical observations were caused by interactions between the device and hospital monitoring or diagnostic equipment when the minute ventilation feature is programmed on. No adverse patient effects were reported.